Manufacturer narrative:
As the affected device was not returned, the investigation was limited to review of DHR, review of physician training and IFU for the edwards commander delivery system, 29mm, review of complaint database for similar complaints, review of lot history, and manufacturing mitigations. A DHR and a lot history review was unable to be conducted as the lot number was not provided for the complaint device. No IFU/training deficiencies were identified. Review of complaint history reveals that the occurrence rate for leakage for the commander delivery system did not exceed the may 2016 control limits for this trend category "leakage." The work order number for the complaint device was not provided. Although the DHR was unable to be reviewed, the steps summarized below are representative of the manufacturing process used on current commander delivery system version 2.1 models. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. The lots can only be released if the product verification samples pulled from each lot pass all required tests. These inspections during the manufacturing process and testing performed during the product verification process at edwards lifesciences make it unlikely that a defect in manufacturing contributed to the reported complaint for the "delivery system - leakage." Although the device and/or applicable photographs (relevant to the reported event) were not returned for engineering evaluation, the complaint for "delivery system - leakage" was confirmed based on the cer description. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that a potential manufacturing/design related issue may have also contributed to the complaint event . Review of complaint history revealed returned complaints confirmed for commander delivery systems leakage distal to the y-connector. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis. However, this issue is a previously identified manufacturing/device issue associated with a CAPA. As the lot number was not provided we are unable to determine if this unit was manufactured prior to the implementation of any changes.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, sapien 3 case by tf approach. The valve alignment did not work, therefore the whole system was removed. Then with the second commander delivery system, during valve deployment, a leak was discovered. Despite this, the valve was well implanted and the patient is okay.